Event description:
It was reported that the patient presented during clinical follow-up. In clinic, the leadless pacemaker could not be interrogated and telemetry noise was noted. No intervention was completed. The patient was moved to another room and the device was able to be interrogated and the noise disappeared. The patient was in stable condition.